Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration/ migration of essure device location of device: right coil extruding through the right falopian tube/ displaced essure'), device expulsion ('device expulsion') and genital haemorrhage ('general, abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify-dye test, transvaginal ultrasound (tvu). Previously administered products included for an unreported indication: depo provera, paragard and mirena. Concurrent conditions included vomiting, gerd and anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain (",pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ extreme pain with intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), endometriosis ("other injuries/symptoms: endometriosis/ reproductive system disorder or condition type of disorder or condition: endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and uterine pain ("uterine pain/ pain feels like tubes being pulled ."). The patient was treated with salpingectomy (bilateral) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, menorrhagia, vaginal discharge, endometriosis, vaginal haemorrhage, nausea and fatigue outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the uterine pain was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, genital bleeding, expulsion, migration, perforation, vaginal discharge, endometriosis. Displaced foreign body (essure device) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis ¿ specimen a: bilateral fallopian tubes complete transections, both tubes specimen b: peritoneal biopsy strip of epithelial cells, stromal and focal hemosiderin deposits, consistent with endometriosis clinical information ¿ displace device/ pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ nausea, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: abnormal bleeding (vaginal), nausea, uterine pain, fatigue were added. Lot number , reporter information and lab data were added. Outcome of event uterine pain from unknown to recovering/resolving was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration/ migration of essure device location of device: right coil extruding through the right falopian tube/ displaced essure'), device expulsion ('device expulsion') and genital haemorrhage ('general, abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify-dye test, transvaginal ultrasound (tvu). Previously administered products included for an unreported indication: depo provera, paragard and mirena. Concurrent conditions included vomiting, gerd and anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain (",pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/ extreme pain with intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), endometriosis ("other injuries/symptoms: endometriosis/ reproductive system disorder or condition type of disorder or condition: endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and uterine pain ("uterine pain/ pain feels like tubes being pulled ."). The patient was treated with salpingectomy (bilateral) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, menorrhagia, vaginal discharge, endometriosis, vaginal haemorrhage, nausea and fatigue outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the uterine pain was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, genital bleeding, expulsion, migration, perforation, vaginal discharge, endometriosis. Displaced foreign body (essure device) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis ¿ specimen a: bilateral fallopian tubes complete transections, both tubes specimen b: peritoneal biopsy strip of epithelial cells, stromal and focal hemosiderin deposits, consistent with endometriosis clinical information ¿ displace device/ pelvic pain. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ nausea, pelvic pain lot number: 910507 manufacture date: 2011-10 expiration date: 2014-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration'), device expulsion ('device expulsion') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain (",pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and endometriosis ("other injuries/symptoms: endometriosis"). The patient was treated with salpingectomy (bilateral) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, menorrhagia, vaginal discharge and endometriosis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, dyspareunia, genital bleeding, expulsion, migration, perforation, vaginal discharge, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, general, abnormal bleeding, expulsion, migration, perforation: fallopian tubes, vaginal discharge, endometriosis. Updated outcome of events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia to recovered/ resolved. Date of removal, patients dob, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.